Event description:
It was reported that on (B)(6) 2026, a 14mm amplatzer septal occcluder was chosen for implant using an unknown delivery system. The patient had a recent myocardial infarction and sustained perforation of the left ventricular wall and ventricular septum during bypass surgery. The affected areas were patched intraoperatively; however, a residual shunt remained. An initial attempt was made to close the shunt using an 8mm amplatzer muscular vsd device, but residual shunting persisted. The defect was then resized, and a 10mm amplatzer muscular vsd device was deployed, after which the shunt was still noted. As a result, a 14mm amplatzer septal occluder was selected, and the surgeon and interventional cardiologist reviewed the case and agreed to release the device. Following the procedure, the device was reported to have embolized and was retrieved from the pulmonary artery.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.